Manufacturer narrative:
Per the user guide: always remove all air bubbles from the pump before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 238 mg/dl due to an air bubble in the tubing. Customer changed out the infusion set and cartridge. Customer set at temporary basal rate and delivered a bolus to address bg. Tandem technical support (cts) informed customer on the air removal step while loading a cartridge. Customer had been unaware of the air removal step. Customer resumed insulin therapy. Customer declined further assistance from cts.